Event description:
The dealer reported that the power chair was getting an intermittent error code. This issue could cause the chair to have erratic / unintended movement which could cause injury to a user.